Manufacturer narrative:
Additional information was added to h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: the device was manufactured at one of the following facilities: baxter healthcare: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one of the connectors of a one-link non-dehp microbore catheter extension set leaked. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.